Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted at the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she tried three different batteries and different brands, but the only button that worked was the down arrow key. She stated that every now and then, the esc button worked. The customer did not know the blood glucose reading. She noted that her blood glucose spiked in the middle of the night to the 400 mg/dl range. She stated that the insulin pump worked in the morning, however. She at and went to give herself a bolus when she noticed that the buttons were unresponsive. The customer did not observe any significant events leading to the keypad. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.